Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular pacing (rv) lead impedance). The local representative and on-call physician's nurse were notified of the alert. The local representative contacted technical services to report that the rv pacing impedance with this device had not changed substantially. All of the other lead diagnostic values have been within normal range. The clinic staff is aware of this device's lead impedance history. Technical services noted no electrogram noise on either the stored or presenting electrograms. The device-following physician plans to continue monitoring if pacing and capture are still available. Subsequently, boston scientific received information that this clinic nurse contacted technical services to report that the red alert for high rv pacing impedance keeps triggering. The clinic is aware of the situation and technical services discussed programming options. The available information suggests that the device and lead system remains inservice.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.